Event description:
On (B)(6) 2012, arcadia medical received a report from a parent regarding a silicone cuffless extended connect pediatric "perfect fit" neck flange trach tube, size 3.5 mm ID. The user reported that after placement of the newly opened trach tube in the pt, the obturator could not be removed. Another tube was used to replace the malfunctioning tube. The tube was returned for eval on (B)(6) 2012. No pt injury was reported but tube replacement was required to maintain airway patency.

Manufacturer narrative:
Device was confirmed to have the obturator bonded to the ID of the trach cannula. This is a mfg error caused by the introduction of the obturator prior to complete drying of the ID of the adhesive coated tube. (B)(4): no negative pt sequelae. Instructions for use state: using aseptic technique and just prior to insertion, lubricate both the obturator and pt end (distal) of the tube with a water soluble lubricant (such as k-y gel). Slide the lubricated obturator though the cannula to ensure sufficient lubrication and ease of obturator movement. Always select the largest tube size that will accommodate the pt's anatomy to ensure optimal ventilation. Note: water soluble lubricant will dry quickly, so use lubricant just prior to tube insertion. Insert the tube with obturator into the pt's stoma and immediately remove the obturator. The user evidently failed to follow this instruction in advance of placing the tube and would have discovered the problem. The obturator was slightly adhered to the ID of the tube and following the IFU would have revealed this condition.